Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing was noted on multiple episodes.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited intermittent oversensing. T-wave oversensing (twos) episodes were noted when the patient moved the arm up and down, but not when moving device. As a result, the sensing polarity was changed to integrated bipolar. About a month later, the patient was seen again but this time no oversensing was noted and it could not be re-created with arm or device movements in both bipolar and integrated bipolar configurations. However, when the threshold test was conducted, oversensing was observed when the sensing polarity was in integrated bipolar but not in bipolar. Therefore, the patient was left with sensing polarity as bipolar, nominal sensitivity, and a change in ventricular blanking. The device remains in use. No patient complications have been reported as a result of this event.